Manufacturer narrative:
This device remains in service for the time being, but once this ICD is explanted it will be returned to bsc for laboratory analysis. Additional information was received that his ICD was successfully explanted and replaced. At this time there is no additional information. Should additional information become available this report will be updated. It is unknown whether this device will be returned to boston scientific for laboratory analysis.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) will be explanted in the near future due to battery status at elective replacement indicator (eri). There was a concern that the battery had depleted earlier than expected. There were no adverse patient effects reported. Subsequently, additional information was received that a replacement procedure took place.